Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure was confirmed as an inner member break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right tibioperineal trunk with moderate calcification and mild to none tortuosity. The 4.0x23mm xience prime stent delivery system failed to deploy as the balloon would not inflate at all. The device was removed. Another same size xience prime stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.